Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when removing a 5f mynx control vascular closure device (vcd), the sealant came out with it, preventing proper hemostasis. There was no reported patient injury. The mynx control vcd was being used in a transfemoral cerebral angiography (tfca). There was no device damage noted prior to opening the package. The device was stored and prepared according to the instructions for use (IFU). The procedure used a retrograde approach, and hemostasis was achieved by manual compression, which lasted less than thirty (30) minutes. A non-cordis sheath introducer used. The femoral artery suitability was verified on angiography, confirming the insertion angle of the vascular sheath introducer was between 30-45 degrees. The vessel type was femoral arterial, with a diameter greater than or equal to 5 mm and little vessel tortuosity. The stick location was the common femoral artery (cfa), and there was no presence of pvd or calcium in the vicinity of the puncture site. The sealant was deployed above the access site but did not remain in place. When removing the device, a sealant came out with it, preventing proper hemostasis. The sealant did not seem to stick to the device. The device was stored at a temperature not exceeding 25°c. Information about the patient¿s body type or vessel depth was not available. Button #1 and button #2 were fully depressed, and the balloon was fully deflated. No resistance was noted during the use of the device which was returned for evaluation.

Manufacturer narrative:
As reported, when removing a 5f mynx control vascular closure device (vcd), the sealant came out with it, preventing proper hemostasis. There was no reported patient injury. The mynx control vcd was being used in a transfemoral cerebral angiography (tfca). There was no device damage noted prior to opening the package. The device was stored and prepared according to the instructions for use (IFU). The procedure used a retrograde approach, and hemostasis was achieved by manual compression, which lasted less than thirty minutes. A non-cordis sheath introducer was used. The femoral artery suitability was verified on angiography, confirming the insertion angle of the vascular sheath introducer was between 30-45 degrees. The vessel type was femoral arterial, with a diameter greater than or equal to 5 mm and little vessel tortuosity. The stick location was the common femoral artery (cfa), and there was no presence of peripheral vascular disease (pvd) or calcium near the puncture site. The sealant was deployed above the access site but did not remain in place. When removing the device, the sealant came out with it, preventing proper hemostasis. The sealant did not seem to stick to the device. The device was stored at a temperature not exceeding 25°c. Information about the patient's body type or vessel depth was not available. Button 1 and button 2 were fully depressed, and the balloon was fully deflated. No resistance was noted during the use of the device. A non-sterile "mynx control vcd, 5f" involved in the reported complaint was returned for investigation. Visual inspection of the device showed that button 1 and button 2 were fully depressed. The clock symbol was visible in the tension indicator, and the balloon was completely withdrawn into the tamp tube. The syringe was not received for evaluation, and the sealant was not returned with the device. Additionally, an unknown procedural sheath was received separately from the device, with blood noted in the sheath with no damages observed. The returned device was inspected for damages or anomalies that may have contributed to the reported failure, and none were observed. Functional testing was not performed on the returned device because both buttons 1 and 2 were fully depressed, and the sealant was not returned for evaluation. The reported event of ¿sealant-inaccurate placement-complete¿ was not confirmed through analysis of the returned device as it was received fully deployed without the sealant included. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported event of the sealant coming out with the device, especially since both buttons were fully depressed with no anomalies noted. However, patient factors (if the patient was very thin) and/or procedural/handling factors (such as not maintaining fingertip compression during removal) are possible. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control IFU, step 3: remove device, "retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved." It should be noted, if removal of the device is not performed as instructed (with maintained fingertip compression and realignment with the tissue tract), the placement of the sealant could be affected. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.